Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent bladder suspension surgery on (B)(6) 2007 and mesh was implanted. It was reported that on (B)(6) 2021 the patient underwent revision surgery, which involved dissection of mesh from the urethra where the mesh had eroded. The patient had a previous mesh implanted on (B)(6) 2004 which is captured in separate file. No additional information was provided.